Manufacturer narrative:
The lot number for two of the three malfunctions was provided and lot history reviews were performed. The devices have not been returned for evaluation; therefore, the investigations are inconclusive for the detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment. This information was received from various sources. The three malfunctions each involved a patient with no known impact to the patient. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of he reported three malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80564. H10: of the reported two malfunctions, lot numbers was provided for one malfunctions and the lot history review was performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for both the malfunctions. Therefore, for one malfunction the investigation is confirmed for the reported filter detachment and for the remaining one malfunction company is still investigating the issue at this time. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment. These information's were received from a various sources. Both the malfunctions involved patient with no patient consequences. Of the two patients, a female patient weighs 95 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: of the reported three malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80564. H10: the lot number was provided for two reported malfunctions and the lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were provided and reviewed for both malfunctions. For one reported malfunction, the investigation is confirmed for the filter detachment and for another malfunction the investigation is confirmed for the alleged filter detachment and retrieval difficulties, therefore, a150207 trending code was added. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment. These information's were received from various sources. Both the malfunctions involved patient with no patient consequences. Of the two reported female patients, one patient age is 29 years old and another patient weight was reported as 95 kgs. All other patient details were not provided.

Manufacturer narrative:
H10: the lot number for two of the three malfunctions was provided and lot history reviews were performed. The devices were not returned for evaluation however, for one of three malfunctions, medical records were provided and reviewed. The investigation is confirmed for the filter limb detachment. For two of three malfunction, investigations are inconclusive for the filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced detachment. This information was received from various sources. The three malfunctions each involved a patient with no known impact to the patient. One of the patients¿ weight is 95 kgs and female, however, age was not provided. The remaining patients¿ age, weight, and gender were not provided.